Manufacturer narrative:
Corrected information: (item number updated from 130003v to 130003).

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection found the device to be in good physical condition. Device underwent functional testing for relief alarm pressure. The reported customer complaint was confirmed, resulting from a defective alarm reed. The problem source was determined to be normal wear and tear of the alarm reed; this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical pneupac ventipac ventilator alarms. No adverse effects were reported. No further information is available.